Manufacturer narrative:
The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available.

Event description:
A customer's wife reported that in 2007, her husband observed an error 7 message on the screen of his precision xtra blood glucose meter and was therefore unable to obtain a reading on his meter. After getting the error the customer administered insulin and subsequently suffered symptoms of hypoglycemia (dazed, pale and was swaying when walking). An ambulance was called and the customer was given bread and jam, biscuits, milk and coffee with sugar. As the initial paramedics did not have a meter to test the customer, another ambulance was called by which time the customer was feeling better.